Manufacturer narrative:
(B)(4).

Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. There was a boston scientific pinnacle implanted on (B)(6) 2009. The reason for mesh implantation was rectocele, cystocele and stress urinary incontinence. In (B)(6) 2009 the patient underwent coaptite injection for urinary retention under local anesthesia. The complications post implantation of mesh are sui, pelvic organ prolapse, infections, chronic pain, painful sexual intercourse and erosion.